Manufacturer narrative:
Correction: manufacturing reference number (1627487-2021-00652), should not have been reported as a medical device report (MDR) as there is no indication that the device malfunctioned.

Event description:
Additional information indicates the patient has not lost therapy and the end of service message is considered within normal product specifications.

Event description:
Additional information indicates the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Date of event is estimated. During processing of this complaint, attempts were made to obtain complete patient information. Further information was requested but not received.

Event description:
It was reported the ipg is at end of service. In turn, surgical intervention may be pending.